Event description:
The patient reported that for three consecutive nights laying down for bed, they felt a "clicking" with their implantable pulse generator (ipg) that went on for quite a while. The patient presented to the clinic and they found that the device had tripped elective replacement indicator (eri) unexpectedly and prematurely due to an on and off telemetry circuit. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Approximately 80mv battery voltage drop. Battery voltage recovery expected to coincide with magnet application during interrogation. Elective replacement indicator (eri) triggered on (B)(6) 2015. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed and indicated lock-up in an integrated circuit.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.